Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they received stuck button error alarm. Customer stated that middle button did not respond and only respond after pressing it several times. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the insulin pump not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.